Event description:
A physician reported that during an intraocular lens (iol) implant procedure the injected the iol at an unexpected fast speed that subsequently tore the posterior lens capsule. Additional information was received from account manager stating they used product at room temperature (68 degrees).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).